Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the radical-7 turns off on its own. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing.  During this testing the unit provided both audible and visual alarms while on ac power. Internal inspection of the device indicated the battery was not connected.  After connecting the battery and charging it, when undocking the unit from the ac power, the unit turned off and the 10 beeps error message sounded.  The failure was isolated to a component (u21) of the instrument board failure. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data.